Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter sps 1550 device. Following treatment when the pt was weighted, hcp noticed less than .1 kg ultrafiltrate was removed over the programmed goal weight to be removed. Hcp stated that pt did not exhibit any adverse signs to symptoms during treatment. Hcp reported there was no medical intervention and no pt injury resulted from this event.

Event description:
Facility equipment technician called baxter healthcare corporation for advice on how to run a wet test on the baxter sps 1550. During the conversation, the equipment technician stated the machine was removing too much fluid during pt treatment. Equipment technician stated the healthcare professional reported the pt was fine. Device was pulled from pt use. No further info was available for this report.